Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided. Zimvie received one (1) zfx02hld21, (gentek¿ hexalobular screwdriver, 21 mm) for evaluation. A visual evaluation was performed, the reported tascd24 was not returned. The customer returned a zfx02hld21 instead. The driver has signs of use/wear. The driver was fractured at the tip. The fractured piece was not returned. This information was confirmed by the customer during the follow-up obtained on (B)(6) 2026 regarding the inspection. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the zfx02hld21 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental: functional: fracture¿. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error, applying too much torque/speed during use. As per the gentek screwdriver, ifu4095, the hexalobular driver exhibited wear and damage consistent with excessive use, resulting in a condition where the device no longer meets suitability requirements for intended use. Therefore, based on the available information, a device malfunction did occur. The drivers tip was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that the driver was fractured at the tip. No impact on the patient reported.